Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a 23mm navitor vision valve was selected for implant on (B)(6) 2025. The patient had an annulus diameter of 18.6mm. During the procedure a pre-balloon aortic valvuloplasty (bav) was performed with an 18mm non-abbott balloon. The patient went into temporary heart block after the pre-bav. A temporary pacemaker was placed. The valve was implanted. A perforation occurred in the right common femoral artery (cfa) and a mild perivalvular leak was observed. No intervention was required for the perforation as it was determined to be minor. No intervention was required for the mild perivalvular leak. Per the physician the perforation was due to the non-abbott introducer sheath. The patient status was stable.

Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported heart block appears to be related to procedural conditions (heart block occurred after pre-bav). The reported unexpected medical intervention was the result of case-specific circumstances.

Event description:
It was reported that a 23mm navitor vision valve was selected for implant on (B)(6) 2025.the patient had a annulus diameter of 18.6mm. During the procedure a pre-balloon aortic valvuloplasty (bav) was performed with an 18mm non-abbott balloon. The patient went into temporary heart block after the pre-bav. A temporary pacemaker was placed. The valve was implanted. A perforation occurred in the right common femoral artery (cfa) and a mild perivalvular leak was observed. No intervention was required for the perforation as it was determined to be minor. No intervention was required for the mild perivalvular leak. Per the physician the perforation was due to the non-abbott introducer sheath. The patient status was stable.